Manufacturer narrative:
Other hydrogen peroxide contact. The fse cound residual hydrogen peroxide in the collection box. The system met specs.

Event description:
The asp field service engineer (fse) reported that the customer had informed him of an employee with hydrogen peroxide contact. The employee reported that the contact occurred on the tip of her left thumb and on palm under her thumb, when she was handling a collection box. The employee was not wearing gloves when the contact occurred. The customer reported white skin discoloration and discomfort like a "pin prick" and itching at the contact site. The employee did not see a doctor or require treatment for the contact as she rinsed her hand under running water as directed. The fse assessed the unit while at the facility.